Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi cracking battery posts account name: 48th mdss sgsmm unit med supply officer lakenheath account #: 1005435 asset name: 8015ls v9.12.1.2 pcu domestic a/b/g asset location: patient or user involvement: no patient or user harm: no case description: reporting cracking battery posts on rear case when changing batteries. 4 out of 5 have it. 13815786 is one example one failure device type: failure problem type: failure mode: case resolution: